Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states they were unable to proceed restart because they did not have an additional battery. The insulin pump will not be returned for analysis.